Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 300 and 500 mg/dl. The customer stated that she was going in and out of consciousness, and her daughter called the paramedics for her. The customer felt that stress, as well as her insulin sensitivity may have contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.